Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an orthopedic procedure, part of the outer protection sleeve for supratellar tibial nail broke off during use. There were fragments generated from broken device. Surgeon tried to locate the broken off piece. The broken plastic fragment could not be obtained. The surgeon had to perform an arthrotomy of the knee to make sure it was not in the joint. There was a surgical delay of forty-five (45) minutes. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: unk - handles: trauma (part # unknown, lot # unknown, quantity 1), unk - guide/sleeves/aiming: trauma (part # unknown, lot # unknown, quantity 1), unk - insertion instruments: trocar: tr (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 12.0mm outer protection sleeve . This is report 1 of 1 for complaint (B)(4).